Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that x-smart plus motor handpiece handpiece did not rotate and had a high resistance. No injury occurred.

Manufacturer narrative:
Received = 1x x-smart plus handpiece x-smart plus handpiece various cable problem the error code e03 displayed. The motor handpiece cord is disconnected or faulty sensor. No contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock).